Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had pump error alarm. Customer was able to successfully clear the alarm and complete rewind on the insulin pump. The customer also reported that the insulin pump was not rewinding. Customer performed displacement verification test and could not complete it. Customer reported insulin leak or insulin pump exposed to the moisture. The customer also reported insulin flow block. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue the use of the device.

Manufacturer narrative:
Retainer ring= black. Case= ngp. Customer returned insulin pump for alleged insulin pump error & exposed to moisture & device tested failed & no delivery and were found on august 25, 2022. Device passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self -test. Device passed the displacement accuracy test with 0.08715 inches. P-cap was attached and locked into place properly. No alarms/alerts/anomalies noted during testing. Device was successfully download using thus for history files and trace files. Insulin pump error occurred on august 25, 2022 02:22 pm on event date in history file. No delivery alarms occurred on august 25, 2022 02:22 pm on event date in history file during basal. Insulin pump was cut open to perform visual inspection and found no anomalies on electronic stack, motor, force sensor. Unable to perform motor test due to corroded home switch and motor. The following were noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, cracked belt clip rails, corroded home switch. Insulin pump error is confirmed due to being found in history files and moisture damage to motor. No delivery is not confirmed. Device tested failed is confirmed due to insulin pump error being found in history files. Exposed to moisture is confirmed at electronic stack and motor medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Event description:
The device was returned for the analysis.